Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels up to 800s (mg/dl) and diabetic ketoacidosis (dka). The cause of the elevated bg level was unknown. A correction bolus via the pump and a manual injection were used to address bg level prior to the hospitalization. While in the hospital the customer received insulin to address bg levels. The customer was released from the hospital 4 days after being admitted.